Event description:
It was reported that the miniarc precise sling was implanted and three days post procedure bleeding and pain were reported. The bleeding stopped, but the complaint of pain remains. A cystoscopy was performed on (B)(6) 2013 and erosion of the urethra was found. The miniarc sling is scheduled to be removed in (B)(6) of 2014. No add'l patient complications were reported.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a f/u report will be sent.